Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The distal shaft was detached on receipt of the device. S tretching and deformation was evident to the shaft at the detachment site immediately distal to the exchange joint. The proximal marker band had displaced proximally. Necking/stretching was evident to the shaft proximal to the balloon. Balloon folds were open on receipt of the device. Distal balloon material was bunched and pulled distally. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, the device detached, cracked or fractured during removal post deployment of the stent. The lesion being treated was moderately tortuous and moderate calcified. The device was not inspected prior to use. The device was not kinked or re-straightened during use. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The stent was placed in the vessel and the stent delivery system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent expanded evenly (cylindrically) along the entire length. The stent was sufficiently expanded prior to attempting removal of the balloon. Sufficient time was given to the balloon fully deflate prior to attempting removal. No difficulties were experienced in securing the stent in the vessel after the issue occurred. No resistance was noted during withdrawal of the delivery system from the lesion site. No intervention was required to aid with the removal of the delivery system. No further treatment was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.